Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication. (B) (4). "Device not returned for analysis."

Event description:
(B) (6) - peripheral cutting balloon registry. Same patient as MFR# 2134265-2009-04271. It was reported that during the three month follow up assessment the patient underwent conventional angioplasty for target lesion stenosis. On (B) (6), 2005 the target lesion was at the popliteal, with no vessel tortuosity; lesion type was denovo and mild calcification. The angiographic data for target lesion showed the reference vessel diameter 4 mm, lesion length 10.00 mm, pre procedure 85 % stenosis, and post procedure with the peripheral cutting balloon there was 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. In (B) (6) 2005 vital status was alive. The patient experienced an adverse event reported as ¿healing failure¿. In (B) (6) 2006, the patient had conventional angioplasty on the target lesion. Due to angiographic restenosis an intervention on the target lesion was performed. Data for the one, six and twelve month follow up was not provided.